Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed during x-ray check-up. Repositioning was performed, but unsuccessful due to the patient's vein being tortuous and coronary sinus abnormalities. The lead was explanted. The patient was stable.